Event description:
It was reported that during routine generator exchange that high pacing impedance was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.